Manufacturer narrative:
Note: additional information suggested that infection was not related to device or therapy so review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported the patient had no infection from the device, there was a urinary tract infection. The hcp stated there was no interaction taken to resolve the infection, and the infection was resolved. There were no further complications that have been reported as a result of this event. Additional information received from patient as they confirmed having infection. They contacted their doctor nad they gave them ciprofloxacin. They mentioned that infection was gone within 2 days however, they did get another bladder infection and went back to medicine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported the patient had no infection from the device, urinary tract infection. The hcp stated there was no interaction taken to resolve the infection, and the infection was resolved. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported the patient had a return of urgency symptoms. The patient stated they adjusted the stimulation from 4.2 to 4.4 and the patient programmer showed the stim on. The patient switched to program 3 and adjusted the setting to 1.4. Additional information was received from the patient who indicated that the problem was corrected with taking "cipro." When asked about possible circumstances which may have led to the return of urgency symptoms the patient reported they "do get infections it this type frequently, even before the implant." It is unclear what type of infection the patient was reporting. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.